Event description:
It was reported to boston scientific corporation that an advanix stent part of an advanix biliary stent with naviflex rx delivery system was scheduled for removal after approximately 6 weeks of being implanted in the duodenum of a patient (patient age, sex, and weight are unknown). As the stent was removed from the patient with a snare, the snare sliced through the stent and the stent tore into two pieces. All stent fragments were removed from the patient and no fragments were left in the patient. The stent removal procedure was completed with no reported patient complications. The patient was reported to be fine after the procedure.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. Although the lot number is unknown, the complainant reported that the device was not used past the expiration date. The complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Event date: the exact event date is unknown, however it was reported that the event occurred within 2 to 3 weeks of (B)(6), 2011.

Event description:
It was reported to boston scientific corporation that an advanix' stent part of an advanix¿ biliary stent with naviflex' rx delivery system was scheduled for removal after approximately 6 weeks of being implanted in the duodenum of a patient (patient age, sex, and weight are unknown). As the stent was removed from the patient with a snare, the snare sliced through the stent and the stent tore into two pieces. All stent fragments were removed from the patient and no fragments were left in the patient. The stent removal procedure was completed with no reported patient complications. The patient was reported to be fine after the procedure.